Manufacturer narrative:
Per the customer supplied qc charts, level 1 frt4 qc has been within the customer's established ranges for the past 14 days. The level 2 and 3 frt4 qc has been within the customer's established ranges but performing at 1-2 sd below the mean consistently for the past 14 days. On (B)(4) 2011, the customer performed routine system check which passed within instrument specifications. Service was not dispatched. A definitive root cause has not been determined to date for this event with the data provided.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously lower than expected free t4 (frt4) result below the normal reference range for one patient which was generated by unicel dxi 800 access chemistry analyzer. The result was reported out of the laboratory and questioned by the physician. The sample was repeated on alternate methodologies and a discordantly higher result within the normal reference range. Unknown if patient treatment was impacted by this event.